Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a cut in the insulation approximately 21 cm from the terminal end. This allowed blood and bloody fluid to enter the lumen. Visual inspection showed no damage specifically at the terminal end of the lead. Laboratory analysis confirmed the terminal end contamination allegations. This type of damage is consistent with induced damage from normal use.

Event description:
It was reported that this right atrial (ra) lead was damaged during a revision surgery performed on this patient. The physician believes the lead was nicked with the access needle and the lumen near the terminal pin filled with blood. This lead was removed and replaced with the same model. No additional adverse patient effects were reported. The lead was returned for analysis.